Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however photos were provided for review. Photo investigation found nothing indicative of a device nonconformance. Functionality cannot be assessed through photo evidence provided. Therefore, the investigation could not draw any conclusion about the reported event. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the velys device array interface would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during a total knee arthroplasty (tka), the array interface device appeared to be loose on the sliver gasket even with the latched locked on. It was noted that the device was being used with a robotic-assisted solution satellite station device and robotic-assisted base station device which displayed an error messages "excessive leg movement detected" and ¿hardware error ¿ excessive force¿. It was reported that the procedure was updated to manual knee. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.